Manufacturer narrative:
Complaint conclusion: as reported, the stent from a 7mm x 40mm precise pro rx carotid stent system could not be released inside the patient. The procedure was completed by changing to another non-cordis stent. There were no reports of patient injury. The user was trained in the use of the device, and the device was stored and prepped in accordance with the instructions for use (IFU). There was no damage found on the device packaging prior to opening. The stent delivery system (sds) was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. The user maintained a fixed inner shaft position during deployment, and no excess force was applied. There was no indication that the stent was prematurely deployed, and no part of the stent had been prematurely deployed. No attempt was made to re-capture the stent. The device was not attempted to be deployed outside of the body. The device was returned for evaluation. A non-sterile ¿precise pro rx ous carotid sys¿ was received for analysis coiled inside of a clear plastic bag. The device was unpacked for inspection, and a thorough examination was conducted observing that the unit does not present any damages. The stent of the device is partially deployed. The hemostasis valve was returned closed. Additionally, one (1) kinked/bent section, was observed located approximately at 13.2 cm from the distal tip. No other anomalies or issues were noted during the visual inspection. Dimensional analysis was conducted to verify the usable length, and the outer sheath length. The results of the dimensional analysis were found to be within specification. Functional analysis was performed to determine if the stent could be deployed as expected. The hemostasis valve was opened and the stent deployment functional test was initiated by retracting the outer sheath while keeping the inner shaft in a fixed position. The push rod traveled toward the distal tip as expected, and the stent was successfully deployed. The stent expanded normally, with no damages or anomalies observed. The reported ¿stent delivery system (sds) deployment difficulty-partial deployment¿ was confirmed as the device was received with the stent partially deployed. However, the exact cause of the reported event cannot be determined. Product analysis revealed a partial deployment of the stent with one kink noted on the device. Functional analysis was performed successfully on the device and the stent was deployed with no issues noted. Additionally, the device passed dimensional analysis verifying the usable length and outer sheath length. Therefore, based on the information available for review it is likely vessel characteristics, procedural and/or handling factors contributed to the event reported as no anomalies were noted during execution of functional analysis. As is listed in the IFU, ¿ensure that the tuohy borst valve (1) is in the locked position to prevent premature stent deployment.¿ according to the instructions for use, which is not intended to mitigate risk, ¿extract the stent delivery system from the tray. Examine the device for any damage. Evaluate the distal end of the catheter to ensure that the stent is contained within the outer sheath. Do not use if the stent is partially deployed. Flush the guidewire lumen of the stent delivery system with heparinized saline by connecting a 5-cc syringe filled with heparinized saline solution to the stopcock attached to the y connection (9) on the tuohy borst valve (1) to expel air. Ensure that the tuohy borst valve (1) is in the locked position to prevent premature stent deployment. Apply positive pressure to the syringe until saline weeps from the guidewire exit port (16). While covering the guidewire exit port (16) with thumb and forefinger, apply positive pressure to the syringe until saline weeps from the catheter tip (4) and the space between the outer sheath radiopaque marker (11) and the catheter tip (4). Continue to flush to ensure all air is removed from the system, then close the stopcock attached to the y connection (9) on the tuohy borst valve (1). B. Ensure that the tuohy borst valve connecting the inner shaft and outer sheath is locked by rotating the proximal valve end in a clockwise direction to prevent premature stent deployment.¿ the information available does not suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, the stent from a 7 mm x 40 mm precise pro rx carotid stent system could not be released inside the patient. The procedure was completed by changing to another non-cordis stent. There were no reports of patient injury. The user was trained in the use of the device, and the device was stored and prepped in accordance with the instructions for use (IFU). There was no damage found on the device packaging prior to opening. The stent delivery system (sds) was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. The user maintained a fixed inner shaft position during deployment, and no excess force was applied. There was no indication that the stent was prematurely deployed, and no part of the stent had been prematurely deployed. No attempt was made to re-capture the stent. The device was not attempted to be deployed outside of the body. The device will be returned for evaluation. Addendum: per pe analysis, the stent of the device is partially deployed.